Event description:
Intermittent noise and high impedance (>3000 ohms) were noted on the lv channel on homemonitoring. Full lead evaluation with postural testing and isometrics on multiple polarities was recommended. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.